Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 11apr2019, date of report : 31may2019. The customer confirmed the reported touchscreen issue. The customer reported that the problem was resolved by performing the touchscreen calibration. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.